Manufacturer narrative:
Added product information to section d4 and h4.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list device thrombosis or thromboembolic events resulting in clinical sequelae as potential clinical and device adverse events.

Event description:
It was reported the physician implanted a 37mm gore® cardioform asd occluder to treat an atrial septal defect. One month following the procedure, transesophageal echocardiography revealed a thrombus on the right atrial disc of the occluder. The patient is being medically treated with clexane.